Manufacturer narrative:
A follow up on (B)(6) 2015 indicated that the customer was able to load a new cartridge successfully. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19). Customer's blood glucose level was not impacted.